Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had filament was missing. Customer¿s blood glucose level was unknown. Customer stated that she was felt some pain but no blood came out. Customer reported that sensor was located away from irritants. Customer was unsure if filament was in body or if sensor came without filament. Customer also reported that they did not received medical treatment as a result of the site issue. The device will be returned for analysis.